Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported tampon pieces remained inside of her. She was experiencing yeast infections every month after her period. She realized she started getting the infections after she began using the tampons. When she stopped using tampons, she stopped getting the infections.